Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported. Additional information indicated this brady lead was not implanted successfully due to placement difficulties.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported.